Event description:
It was reported the system is not sending images through dicom and the left monitor is not working. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not duplicate reported problem. System operates as intended. This MDR is related to ge healthcare complaint.